Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture was found to rotate independently of the metal cap. The distal tip of glass cap and the metal cap were detached and not returned. The glass cap exhibited severe devitrification at output window. The outer flow tubing open end exhibited minor scratch marks and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device found that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. There was no patient injury or adverse outcome.